Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the reported issue could not be replicated. No components were replaced. And instruments passed the system checkout. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Manufacture date was not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system didn't work anymore; no signal appeared on the screen. There was no patient present.

Manufacturer narrative:
Review of this event and additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.